Event description:
It was reported that premature battery depletion of the device was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field at end of service level and programmed to high settings. Electrical test performed under nominal conditions indicated normal functionality. Further evaluation at various pulse amplitudes found current levels within normal range, and no indication of premature depletion noted. Review of the device image indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.